Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported. Surgeon was reaming and the 8.5mm reamer head broke in the modularly canal. It is not known if any pieces of the reamer were left in the modularly canal. Additional information has been requested.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was received.